Event description:
Procedure: transurethral resection of bladder neck. Richard wolf medical instruments corporation (rwmic) was notified via medwatch report that during a procedure the tip of the device in question broke off in the patient. Foreign object was retrieved and removed from patient. No injuries to patient or staff were reported.